Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler instrument with a white reload accessory had an incomplete staple line. It was reported that the stapler partially fired, it jammed while stapling across the pulmonary artery. There was no issue with the stapler jaws opening or releasing during the firing sequence, no malformed or unformed staples in the staple line, nor any holes or gaps. No obstructions were encountered. There was an error message that said, "tissue too thick to continue." Although tissue was stuck to the reload, no unplanned tissue was excised. There was unexpected bleeding observed on the staple line dye to the stapler issue. The amount of bleeding is unknown, but notably abnormal. No blood transfusion was required. A new stapler was used to complete stapling along the same line. The procedure was completed as planned.

Manufacturer narrative:
The sureform 45 curved tip stapler instrument and white reload accessory used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the stapler was installed on the system 3 times and fired 2 white reloads. On install 1, a white reload was installed, however no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Intuitive surgical, inc. (Isi) received the sureform 45 white reload for failure analysis evaluation. The stapler reload was analyzed and found to have the blade rotated within the knife track. The blade was not exposed above the surface. There was also cartridge damage noted at the site of the rotated blade. The sureform 45 curved tip stapler was analyzed and found to have one firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house 45 blue reload. The instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed an correctly formed into the proper b-shape. No sleeve damage, dislodged cable crimp and no lodged staples found during visual inspection.

Event description:
Refer to h11 for follow-up information.